Event description:
The customer reported 9400 system did not fluoro and had no image on the monitor. The system tracks to max kv and ma. They were able to recall the previous images. No pt injury was involved.

Manufacturer narrative:
The service rep checked the voltages and trouble shot to the bad vidicon tube and or preamp parts. The parts were unavailable. The service rep provided other options to the doctor.